Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported they met with the patient for reprogramming. The patient wanted to try and gain more coverage from their right leg to their tailbone. They were able to get full coverage of this area, the sensation felt good, and it was even helping with pain in their right knee. At stronger levels or on the top two electrodes the patient noted they had abdominal stimulation so the top electrodes were not used. They were set up with three groups and the patient was encouraged by the results of the reprogramming. The patient also noted they did not like the placement of the implantable pulse generator (ipg) as they felt it was too low in their buttock and caught it on the car when they got out of it. It caused pain and was uncomfortable. On (B)(6) 2015, 11 days after reprogramming, the manufacturer representative received a text from the patient stating they were miserable and thought something was wrong with the implant so they turned it off. The patient noted that "out of the blue" the ipg and leads started hurting and the stimulation had moved back into their abdomen and ribs on the right side. The patient was scared to use any of the other groups the manufacturer representative had set up. The still had pain at the pocket site and leads but did not feel abdomen or rib discomfort when the device was off. Again on (B)(6) 2015, the patient was still complaining of pain at the generator site and the upper left corner was tender when palpated. The coverage was still adequate with the existing programs and no changes to programming were made. The patient's health care provider (hcp) planned to do a pocket revision to move the device further up in the buttock and was going to try and optimize lead placement as well. The date of the revision was unknown.

Event description:
Additional information received from the manufacturing representative (rep) reported that the pocket site was moved farther up in the right buttock. The existing leads were moved to the bottom of t7 and placed closer to midline. Impedances were within normal limits. There was full coverage of painful areas on 4 groups post procedure. While using the bottom of the right lead post procedure, the patient had right abdominal stimulation. There were no further actions planned at that time outside of reprogramming at the follow up appointment, which was not scheduled.

Event description:
It was reported that the patient was not happy with their device or coverage. They were going to wait until after a sacroiliac injection to see if reprogramming could help. Reprogramming had been attempted but had been unsuccessful. The patient would have coverage on one part of their body on the first attempt, turn the device down, and then increase the device back to the same voltage and they would have a different effect in a different part of their body. These issues all happened on the patient¿s lower lead. On the upper part of the lead they were only able to get abdominal stimulation. The patient¿s right epidural lead had pulled down one electrode. The patient¿s doctor was going to do radio frequency lesioning to see if the patient¿s pain was better controlled to allow their stimulation to work better. The patient had one program that covered their seat down to their toes and they said that it gave them some relief some of the time. It was unknown if the patient had 50% therapy relief. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).